Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found a leak in the tubings at pinch valve pv37. He replaced the tubings at pv37 and the instrument ran without any leaks. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer observed a fluid leak of 8 ounces from a coulter lh 500 hematology analyzer. The leak was not contained within the instrument and no error messages related to the event were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, eye protection and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.